Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet was stuck and the gear in the ratchet was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the skin graft mesher gear would not engage with the other gear to turn the mesher. Investigation showed the ratchet was stuck. No adverse event was reported as a result of this malfunction.